Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis of the device received, the stent was found broken. The findings meet us regulatory reporting criteria. Initial reporter phone: (B)(6). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization to the middle cerebral artery, a 4mm x 30mm enterprise stent became impeded in a non j&j microcatheter (mc) and could not advance any more. A new stent was switched to complete the surgery. There was no patient injury report. The event occurred during the advancement to the device. The resistance was first felt inside the microcatheter, proximal shaft of mc. It was not necessary to remove or replace the microcatheter. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. A non-sterile enterprise2 4mmx30mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. All the components were received in good condition. Further inspection was performed under a microscope, the delivery wire was inspected along its entire length, and no damages were found. The stent was found still inside the introducer. Residues of saline solution and biological material can be appreciated inside of the introducer. The functional test was performed; a lab sample prowler select plus was flushed using a lab sample syringe. After that, the unit enterprise2 4mmx30mm was introduced into the lab sample prowler select plus, and it advanced, no resistance/friction was felt. The stent came out from the distal tip of the microcatheter. It was noted that the stent was not fully deployed; further inspection under a microscope revealed that the stent has multiple broken conditions in the middle part. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. As the functional test was performed without issues, the resistance condition encountered during the procedure could not be confirmed. The damage found in the stent may be the result of excessive force inadvertently applied to the device during the retraction of the stent inside of the microcatheter. This damage does not contribute to the reported failure. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent assist coil embolization to the middle cerebral artery, a 4mm x 30mm enterprise stent became impeded in a non j&j microcatheter (mc) and could not advance anymore. A new stent was switched to complete the surgery. There was no patient injury report. The event occurred during the advancement to the device. The resistance was first felt inside the microcatheter, proximal shaft of mc. It was not necessary to remove or replace the microcatheter. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. Based on the analysis of the device received, the stent was found broken.